Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: unexplained power on reset (por) events were observed in the black box. The battery compartment was observed to be cracked on the side from the threads to the cover. The returned battery cap threads were found to be stripped; therefore, the battery cap was unable to secure to the pump and pump was not able to power on. A new test battery cap was able to carefully attach to the pump and a 24 hour duration test was completed with no por¿s. The pump cover was removed; no evidence of internal moisture or damage was found to the power circuit. The reported ¿no power¿ complaint was duplicated during investigation. Unrelated to the complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).